Manufacturer narrative:
Occupation: senior clinical risk advisor. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a chest drainage procedure. The operator reported that the "tube was found to be broken above the locking/luer lock connection." No other adverse events were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ concomitant medical product received on: 02mar2020. Investigation ¿ evaluation. It was reported to cook that the hub of the catheter within a ultrathane mac-loc locking loop multipurpose drainage catheter separated from the shaft. This incident was reported by (B)(6) hospital, in canada. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned one catheter to cook for investigation. Physical examination of the returned device showed: biomatter was present throughout the device, and the flare was found pulled from the cap. No additional damage was noted to the device. All dimensions deemed relevant to the reported failure mode were measured, and at this time cook could not conclude that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The customer did not provide a lot number for investigation. A search for all lots sold to the reporting customer during the timeframe 01jan2017 ¿ 27jan2020 could not specify the affected lot. Due to this, neither a DHR review nor a database search for complaints on the affected lot could be completed. At this time, there is no evidence suggesting that nonconforming product form the affected lot exists in house or in the field. A CAPA was previously opened to investigate this issue; manufacturing-related root causes were identified, and corrective actions were implemented including implementation of a gap gauge and retraining. Due to the manufactured date of the affected lot being unknown, it is possible the affected lot was manufactured prior to corrective action implementation. Based on the information provided, inspection of the returned product and the results of the investigation, it was concluded that it is possible a manufacturing or quality control deficiency contributed to this incident, as determined from the CAPA investigation. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.